Event description:
A report was received that the patient had a procedure related ipg site infection. Symptoms include redness and pus at the ipg site and the patient was on antibiotics. The patient underwent a pocket revision procedure wherein the old ipg was explanted and a new ipg was implanted. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient had a procedure related ipg site infection. Symptoms include redness and puss at the ipg site and the patient was on antibiotics. The patient underwent a pocket revision procedure wherein the old ipg was explanted and a new ipg was implanted. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.